Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with an unknown lot number were returned and analyzed. The data files showed multiple applications were performed with four different balloon catheters for the date of the event. An unrelated system notice 50032 ¿compromised outer vacuum¿ was triggered using one of the catheters and the others had no system notice or any issues. Visual inspection of the mapping catheter showed the shaft was kinked and broken at 1.3045 inches from the proximal end attachment with the ECG connector. Also, the loop pebax tubing was ribbed; no ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the return product inspection due to the shaft kink and the ribbed pebax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath kinked while approaching the right inferior pulmonary vein (ripv). The sheath was replaced and the case was completed with cryo. It was also reported that after the case, the date on the downloaded data files was incorrect. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.